Event description:
It was reported that right ventricular (rv) lead was explanted due to dislodgement, and it was replaced with another lead. Rv lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) lead was explanted due to dislodgement, and it was replaced with another lead. Rv lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and lead integrity. The helix was returned bent with tissue in the helix. Depending on when the helix became bent, it could have been a contributing factor. Laboratory testing was unable to reproduce the reported clinical observations.